Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety mechanism detached. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that needle cap and safety device fell of into their hand of staff member, and another staff member found a needle with no safety shield sticking out of a bin. Per customer email: I do not have specific dates of occurrences. Four different staff members approached me on different days stating that when they broke the seal on the green needles the cap and safety device fell off into their hand. Another staff member found a needle ( with no caps/safety device) sticking out of a bin that we use for our holders ¿ it must have fallen apart previously and the phlebotomist was unable to find it. I have instructed all staff that if they have another occurrence they are to put the product into a safe container, note the date, and give it to me.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle safety mechanism detached. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that needle cap and safety device fell of into their hand of staff member, and another staff member found a needle with no safety shield sticking out of a bin. Per customer email: I do not have specific dates of occurrences. Four different staff members approached me on different days stating that when they broke the seal on the green needles the cap and safety device fell off into their hand. Another staff member found a needle ( with no caps/safety device) sticking out of a bin that we use for our holders ¿ it must have fallen apart previously and the phlebotomist was unable to find it. I have instructed all staff that if they have another occurrence they are to put the product into a safe container, note the date, and give it to me.